Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a recto sigma procedure, at trying to make the transection of the rectum, the staples did not form and remained open. When cutting with a cold scalpel, the surgeon realized that it did not staple when opening it. They had to use a new one. There were no adverse consequences to the patient.